Event description:
The suction irrigator that was opened had a leak in the line. I hooked it up to the bag of saline and it was leaking from the base where it connects to the saline. I took it off and opened a new one it did not leak.